Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor failure. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was on vacation when the sensor failed. After noticing the sensor failure, she kept the sensor for a few hours. The patient did not do any finger stick at the time the error was noticed. An undocumented time later, the patient developed symptoms of vomiting, diarrhea, and dehydration. The patient wasn't able to change the sensor because she didn't bring an extra. On (B)(6) 2024, the patient went to the emergency room. There, the bg 500 mg/dl and 800 mg/dl by bloodwork. The patient stated she was in diabetic ketoacidosis (dka). As treatment, the patient was hydrated, had bloodwork, and was also given an insulin drip. The patient didn't remember what the bg was after the treatment. The patient was discharged (B)(6) 2024 and her bg was 150 md/dl. Of note, the patient was going to have angiogram and was put on blood thinner, plavix. At the time of the report, the patient was better. Data investigation confirmed sensor failure after warm-up on 05/18/2024. The probable cause was determined to be high count aberration. No additional patient or event information is available.